Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl. The customer was experiencing unexplained high glucose for one night. Troubleshooting was performed. The customer stated that she was treated with manual injections. The customer stated that the doctor believes the insulin pump was not functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.